Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2110 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the md was placing the trialysis catheter and when they pulled out the wire it looked like a spring and was all curled up. Addendum per received email: "I was placing a dialysis catheter for this patient. While pulling the wire, the end of it became loose and uncoiled (like a spring)."